Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. The low bg cause was not known. The customer also reported that they were hospitalized, but they could not recall dates or any other information regarding the event. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.